Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that treatment with cefazolin (1.5g per day) was discontinued after 13 days. Four days later, the patient experienced cloudy effluent and abdominal pain. On the same day, the patient was treated with cefazolin (2g per day) and ceftazidime (2g per day) ip for the peritonitis. Following the culture results, antibiotic treatments with cefazolin and ceftazidime were discontinued and the patient began treatment with vancomycin (2g every 3 days for 18 days, route not reported). At the time of this report, the patient had recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The day after onset the patient began treatment with intraperitoneal (ip) cefazolin, loading dose (dose not reported) and ip ceftazidime 2 gram (loading dose). The next day the ip ceftazidime dose was reduced to 1.5 gram/day and discontinued 2 days later. The ip cefazolin was continued for 15 days. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. At the time of this report the patient was recovering from this peritonitis event. No additional information is available.